Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 7/3/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry has been scheduled for revision surgery on (B)(6) 2024 due to failed implants and the patient is experiencing pain. The patient underwent original surgery on (B)(6) 2023 for a univers revers implant system. The patient will see the surgeon on (B)(6) 2024 to discuss the revision surgery of a shoulder hemiarthroplasty versus a revers total shoulder arthroplasty. No further information has been provided. Additional information received on 7/30/2024: the patient implants that will be revised on (B)(6) 2024 are an ar-9502f-36rcpc arthrex univers revers suture cup, 36, an ar-9503s-06 arthrex univers revers humeral insert small / 36 / +6, two ar-9562-32nl univers revers modular glenoid system, peripheral screw, non-locking 4.5 x 32 mm, an ar-9562-40nl univers revers modular glenoid system, peripheral screw, non-locking 4.5 x 40 mm, an ar-9563-16 univers revers modular glenoid system, peripheral screw, locking 5.5 x 16 mm, an ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, an ar-9564-2436-lat arthrex univers revers modular glenoid system gleno sphere 36 +4 lat / 24, an ar-9580-2420s univers revers modular glenoid system augmented base plate 24 mm, 20° full, an, and an ar-9582-25 modular post for augmented mgs baseplate 25 mm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 11/4/2024: on (B)(6) 2024, the patient's implants were converted from failed revers to a hemiarthroplasty due to the displaced glenoid components from the broken screws. At this time, it is unknown which arthrex products from the original surgery on (B)(6) 2023 were explanted during the revision surgery on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, h3, h6.